Event description:
According to the reporter, during a procedure to remove a right upper lobe due to lung cancer, the patient's saturation levels and pressure kept dropping. Patient was converted from a robotic surgery to an open surgery to gain more control for anesthesia to inflate the lungs. The surgeon fired a small-diameter reload (partially fired) on the pulmonary artery and had some oozing (there was blood loss). To control the bleeding, a blood transfusion and a cell saver were made. Suturing to repair the tear in the vessel would have been the resolution, but the patient could not get stable. The patient then began to crash further. A cardiac surgeon was called in, and resuscitation efforts commenced. The patient died.

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle, (serial #unknown); unk-sigadapt, unknown signia egia adapter, (serial #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure to remove a right upper lobe due to lung cancer, the patient's saturation levels and pressure kept dropping. Patent was converted from a robotic surgery to an open surgery to gain more control for anesthesia to inflate the lungs. The surgeon fired a small-diameter reload (partially fired) on the pulmonary artery and had some oozing (there was blood loss). To control the bleeding, a blood transfusion and a cell saver were made. Suturing to repair the tear in the vessel would have been the resolution, but the patient could not get stable. The patient then began to crash further. A cardiac surgeon was called in, and resuscitation efforts commenced. The patient died due to cardiac arrest.